Event description:
The customer's mother called to report that the customer passed away. The customer was wearing the insulin pump and was found on the couch with a blood glucose reading of 1100 mg/dl. The cause of death, per the doctor, was acute acidosis. The mother declined to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.